Manufacturer narrative:
The reported event of oversensing and inadequate capture were not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues and battery was at normal range. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity.

Event description:
Related manufacturer reference number: 2017865-2025-11950. Related manufacturer reference number: 2017865-2025-11951. It was reported that the patient presented with shortness of breath and fever. Bacteremia with staphylococcus aureus infection was noted. Additionally, the pacemaker showed elevated capture threshold and poor sensing. Consequently, the pacemaker and leads were explanted. Scar tissue was observed during the explant procedure. The patient stable throughout.